Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp for the reported "damaged upper display lcd" and confirmed the lower portion of the display was unreadable. To fix the issue the fse replaced the lcd assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a damaged upper display lcd. There was no patient involvement, and no adverse event reported.